Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 337mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the mother to run the displacement and self test and they passed. The caller mentioned that the side of the insulin pump around the dome sticker and the drive support cap has a gap like open. Advised the mother to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.